Event description:
A peritoneal dialysis nurse reported a pt was hospitalized on (B)(6) 2014 due to a cellulitis infection localized to her left forearm. As of (B)(6) 2014, the pt was discharged from the hospital and the cellulitis resolved. The pt continues to us continuous cycler-assisted peritoneal dialysis (copd) therapy without further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Fresenius medical care (B)(4).